Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test and o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check has been confirmed during evaluation of the provided problem description. Service report and log files were not attached. Based on information provided, air nozzle unit was defective and the part has been replaced. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No parts were returned to factory for further investigation, therefore the root cause for the reported problem could not be determined.